Event description:
A facility representative reported with a description of intraocular lens (iol) had jagged notches in the center. Additional information has been requested, received and stated lens had notches on it. The iol was explanted during initial procedure. The procedure was completed same day with unspecified lens with no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).